Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information obtained from the field which indicated that this lead's pin and tip were cut. There were no additional adverse patient effects were reported. Available information indicates that this brady lead was surgically abandoned.